Event description:
It was reported that an insulin gauge displayed an amount different than expected, with the caller experiencing a fill estimate issue. There was no adverse impact to the customer's blood glucose level. The issue persisted despite the caller completing necessary steps such as removing air from the cartridge and using room temperature insulin. The caller was assisted in reloading the same cartridge and advised to monitor the situation and follow up if necessary.